Event description:
It was reported that during a surgery the ardis implant broke. Levels treated were l5-s1 for degenerative disc disease. While attempting to implant the ardis interbody with the standard inserter in the ardis set, the graft broke when tapped with the mallet. The inserter angled off the graft and poked a hole in the dura. The broken pieces were retrieved from the patient and the dural tear was repaired using goretex suture. The surgery was finished another implant with satisfactory results.

Manufacturer narrative:
Visual examination of the returned device confirmed the reported event. Manufacturing records reviewed indicated no deviations or anomalies. It is not suspected that the product failed to meet specifications. The most probable root cause of this event was operational context as the device performances was limited by procedural/anatomical factors. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.